Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that crack on insulin pump. The customer's blood glucose value was unknown. The insulin pump will be returned for analysis.